Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and was experiencing low blood glucose levels. The customer¿s blood glucose was 20mg/dl at the time of incident and declined to trouble shoot for low blood glucose levels. The customer treated low blood glucose levels with glucose. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and could not confirm that time is advancing because time is frozen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.